Event description:
It was reported the device was used during a laparsocopic cholecystectomy procedure. It was reported by the affiliate that the clips were malformed (scissored). The clips did not sever the vessels. There was no pt consequence.

Manufacturer narrative:
Jaws tips skewed. Product complaint analysis team has completed its investigation. The results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaw, no; damaged jaws, misaligned; damaged feed bar, no; damaged handle shrouds, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, yes; firing: feed conform, yes; firing: form conform, no; jaws: hold clip, yes; jaws: inside width at tips, .208, lockout functional, yes and number of clips fed and formed, 11. Analysis conclusion: based upon inquiry info received and visual examination, it was concluded that instrument was returned with misaligned jaw tips. Instrument cycled, fed, and scissored remaining clips due to misaligned jaw tips. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during assembly process to ensure clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.